Event description:
Since I had my hernia repair surgery in (B)(6) 2010, I have experienced on two separate occasions while using the rest room, severe pain in the area where I had the hernia repair. I was in excruciating pain and the area where I had the surgery swelled and looked as if I had a huge knot. I could not move for fear that something had maybe torn loose. I stayed in the rest room for five minutes until the pain and swelling went down. The first time I think was in (B)(6) and the 2nd time in the exact same location -me using the rest room, just to urinate only. I don't recall if I called the dr that completed the surgery or not, but the second time I did call the dr, made an appointment and was told that sometimes pain associated with the patch will happen from time to time. I expressed to him the severity of pain and the swelling, but he said that I should make an appointment for him to see me again. I missed my appointment. I will make another appointment because the site where the mesh was implanted stays sore at all the times. He assured me that the pain should go away, but it has not and now today, (B)(6) 2011, I am still in pain. I went to the hosp to get a report on the type of mesh that was implanted and it was noted that a 3 x 6 ethicon mesh was used for a right inguinal repair. The date is an estimate of when the event occurred.